Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: unknown, not provided. Gender(s)sex(es): unknown, not provided. Date of event: unknown, not provided. Brand name: unknown, not provided. Serial number: unknown, not provided. Model number: unknown, not provided. Catalog no: catalog# is unknown as the serial number was not provided. UDI no: unknown, as serial number were not provided. Expiration date(s): unknown as the serial number were not provided. If implanted; give date(s): unknown, not provided. If explanted, give date: not applicable, as the lens remains implanted.  Phone, facility name, address line 1,city, postal code : unknown, not provided. PMA# unknown as the serial number of the device was not provided. The device was not returned for analysis. The serial number for the device was not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date(s): unknown, as serial numbers were not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) implanted approximately ten years has opacified. No additional information provided.